Event description:
It was reported while using bd vacutainer® cat plus blood collection tubes, 4 tubes underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-nov-2025. Investigation summary . Bd received (B)(4) samples for investigation. Out of these 20 returned samples underwent functional tests, and it was determined that all tubes drew within specification. Additionally, 20 retained samples underwent functional tests, and all tubes drew within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cat plus blood collection tubes, 4 tubes underfilled. There was no health impact or consequences reported.